Event description:
This report is being filed upon notification from our x-ray manufacturer in (B)(4) to submit this event that happened in (B)(6). Problem: this x-ray system was not working correctly during an operation. An error code was displayed indicating the system lost a viewing station serial number. The operator performed several reboots which brought the system back on line.

Manufacturer narrative:
Eval results, conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.